Manufacturer narrative:
(B)(4). The customer reported to have resolved the malfunction.

Event description:
It was reported that a ventilator graphic user interface (gui) display became erratic. There was no patient involvement.